Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and bleeding lcd.

Event description:
The customer's mother reported via phone call that the insulin pump was cracked. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.